Manufacturer narrative:
This is a correction of the previous report. The model no. Was corrected. As the affected primus, serial no. (B)(6) , was produced in december 2008, a unique device identifier (UDI) is not required.

Event description:
It was reported that in 7 anesthesia surgery buildings, the anesthesia machine was shut down four times during the use/operation. Upon review from the provided user facility report, it was not ¿7 buildings¿, it was ¿anesthesia surgery building room 7¿. Only one primus was involved. Draeger contacted the customer who stated that no further information is available. No adverse health effects were resulting from the event.

Manufacturer narrative:
It was mentioned as a side note in the provided user facility report that the ventilator's motor has been replaced. The local dräger s&s organization has however not been involved into examination of the device and potential repair measures so far. Further, the user facility did not provide additional information upon related requests and thus, a case-specific evaluation is not possible. The reported phenomenon can be interpreted in different ways - a ventilator failure or a complete shut-down may have occurred. The motor speed is being monitored continuously; speed fluctuations caused e.g. By an abraded collector disc will result in a deviation between measured and expected piston position. To prevent from damages, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. The replacement of the motor assembly has already solved the problem. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component; no patient consequences have been reported. The device must be operated under constant supervision of a trained operator. The potential risk resulting from a ventilator failure or shut-down is mitigated since manual ventilation is still possible. No patient conseqeunces have been reported. H3 other text : device not available for investigation, 3rd party service.

Event description:
It was reported that in 7 anesthesia surgery buildings, the anesthesia machine was shut down four times during the use/operation. Upon review from the provided user facility report, it was not ¿7 buildings¿, it was ¿anesthesia surgery building room 7¿. Only one primus was involved. Draeger contacted the customer who stated that no further information is available. No adverse health effects were resulting from the event.